Event description:
Pt status post rib fracture in 2006 had initial rib plating in (B)(6) 2011. During a revision procedure on (B)(6) 2011 subject plate and screws were placed. On (B)(6) 2011, the pt returned to the surgeon for routine f/u and x-rays showed plate and all screws secure and in proper position. On (B)(6) 2011, the pt called the surgeon, saying 'something happened' over the weekend, and was now complaining of sudden new onset of pain. Pt returned to the clinic and x-rays taken on (B)(6) 2011 showed the plate was secure, but 2 screws had migrated. The pt was returned to the operating room on (B)(6) 2011 for revision. During the procedure the surgeon discovered that 4 screws on one side of the plate were secure. One screw on the other side of the plate was secure, and 3 screws had migrated and were 'free-floating'. The rib plate was no longer in contact with the bone on one side. Surgeon removed the plate and 8 screws. Pt was then revised to a longer, new plate and 14 new screws. This report is #4 of 4 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.